Event description:
The customer reported that a family member of a patient hit her head at the alpha drive rotation motor, the wound was closed with stitches and a tetanus vaccine was given.

Manufacturer narrative:
The operator neglected to move the ceiling suspension to a place in the x-ray room where it does not interfere with patients or others. The instructions for use (IFU) explicitly states that it is the operator's responsibility to ensure that the unused ceiling suspension is placed where it cannot interfere with the user, patients or others. No malfunction was identified, the system works as specified. (B)(4).